Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has had an increase in pain. The patient was reprogrammed on (B)(6) 2024. On (B)(6) 2024 she was in worse pain again. The investigator noted that the adverse event was not related to a study procedure and that the adverse event was related to the device. The sponsor noted that the adverse event was not related to a study procedure and that the adverse event was possibly related to the device. Diagnostic tests were performed. The adverse event resulted in treatment. A concomitant or additional treatment was given. The adverse event resulted in the device being reprogrammed. The outcome of this adverse event was not recovered/not resolved. The site was asked if the adverse event was caused by any device issue; per the study team's email the lead migrated again.

Manufacturer narrative:
Continuation of d10: product ID neu unknown lead, serial# unknown, product type lead . Section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown. G2. Foreign: australia. H6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study via a manufacturer representative reporting that melatonin was administered.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: product ID 977a260 lot# serial#(B)(6), implanted: (B)(6) 2023, explanted: product type lead; product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2023. Explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical team. The serial numbers and implant dates of the leads were provided. Concomitant medications palexia sr and palexia ir were prescribed for the increased pain due to lead migration. It was noted that this was possible lead migration; it was not confirmed as intra-op testing did not include the first thoracic vertebrae (t1) to confirm. The patient currently had poor pain control, and no further information was available at this time. Explant had not occurred yet, and there was no replacement yet.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), product type: lead. Product ID: 977a260, serial#: (B)(6) , product type: lead. G2. Foreign: australia h6 codes belong to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. On 2024 (B)(6) , x-rays were done which showed the leads may have migrated ¿ migration not confirmed as intra-op x-ray did not include t1 to confirm. Current poor pain control. The patient was booked for explant. Event not related to the therapy. Model and log numbers confirmed for the patient¿s leads. Medication or therapy: palexia ir, dose: 50 mg, frequency: bid, route: oral, indication: pain, start date: (B)(6) 2024, ongoing.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was reported that the patient's leads migrated and they were not able to recapture their therapy after multiple attempts of programming. The leads were explanted due to the lead migration and the issue was resolved.

Manufacturer narrative:
H2. Correction: please note, h6 codes b21, c21, d16, and g02025 no longer apply to this report. H3. The returned ins (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the # 2 conductor was broken 21.4 cm from the distal end of the lead. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the # 5 conductor was broken at 3.8 cm, the # 6 conductor was broken at 4.5 cm, and the # 4 and # 7 conductors were broken at 5.2 cm, all measured from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.